Event description:
It was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer administered a manual injection of insulin to address high bg. The cartridge was reloaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.